Manufacturer narrative:
Product not returned.

Event description:
The dentist reported that the abutment screw fractured.

Manufacturer narrative:
Upon visual inspection, the reported fracture was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.